Manufacturer narrative:
The ge rep conducted an onsite investigation. The lemo receptacle and cable were repaired. The system was tested and is now operating as intended.

Event description:
The customer reported that the left monitor on the 9800 system would not produce an image and that there was a worn cable between the machine and the tower. No pt injury was reported.